Manufacturer narrative:
(B)(4). Additional information: this report is for a system error 2240 during the dwell stage, where the user indicated the patient line was not properly primed before connecting. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. During troubleshooting, it was found that the patient line was not properly primed before connecting. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp was to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.